Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the patient experienced an inappropriate shock while dancing due to the right ventricular (rv) lead exhibiting t-wave oversensing (twos). The rv lead sensing configuration was changed from bipolar to rv tip-rv coil and the sensitivity was decreased. The rv lead remains in use. The patient is a participant in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.